Event description:
This case was reported by a regulatory authority and described the occurrence of swollen leg in a female patient who received poligrip denture adhesive cream and poligrip comfort strips (formulation numbers unknown) for bridge adhesion and poligrip paste (formulation number unknown) for cleaning of bridge. The patient's past medical history included postoperative knee staphylococcal infection. The patient has a bridge (four teeth). Co-suspect medications included poligrip comfort strips and poligrip "paste". On an unknown date in 2003, the patient started poligrip denture adhesive cream and poligrip paste (dental). On an unknown date, the patient switched to poligrip comfort strips. At an unknown time after starting poligrip, the patient experienced swollen leg, swollen foot, leg tenderness, tenderness of foot, loss of feeling in leg and loss of feeling in feet. The regulatory authority reported that the events were disabling. At the time of reporting, the events were unresolved. The patient stated that she still has no feeling from ankles down. She does physical therapy exercises twice daily and will continue until she has regained all use and feeling.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2009-00090. Poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products is available. (B)(4).